Event description:
It was reported that the user experienced an episode of low glucose with unclear cause while using the ilet, and troubleshooting and education were completed; the event involved a measured low glucose value with treatment by oral glucose. Symptoms included hypoglycemia. Outcomes included clinical effects consistent with a low glucose event without hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction identified and no device component issue documented. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.